Manufacturer narrative:
(B)(4). Teleflex received the device for evaluation. The reported complaint of insertion difficulty is confirmed. The actual root cause could not be determined but kinks were noted to the central lumen , which is the probable cause to the reported complaint. As a result, the guidewire was unable to freely advance through the central lumen. The kinked central lumen potentially occurred while removing the iab from the tray. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint and there are no new or revised risks. We will continue to monitor for developing trends.

Event description:
It was reported that the event occurred in the cardiovascular department during the insertion of the intra-aortic balloon (iab) catheter via the left femoral artery the difficulty was encountered when the physician was advancing the iab into the sheath. A full syringe of air was aspirated twice to make sure the balloon had a vacuum, however, the catheter still failed to advance into the sheath. As a result the iab was removed and another iab was prepped and inserted via the same insertion site successfully. The delay or interruption in therapy caused no harm to the patient. There was no reported patient death, injury or complications. Medical / surgical intervention was not required. The patient outcome is listed as "stable".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event occurred in the cardiovascular department during the insertion of the intra-aortic balloon (iab) catheter via the left femoral artery the difficulty was encountered when the physician was advancing the iab into the sheath. A full syringe of air was aspirated twice to make sure the balloon had a vacuum, however, the catheter still failed to advance into the sheath. As a result the iab was removed and another iab was prepped and inserted via the same insertion site successfully. The delay or interruption in therapy caused no harm to the patient. There was no reported patient death, injury or complications. Medical / surgical intervention was not required. The patient outcome is listed as "stable."